Manufacturer narrative:
Lot 152524: (B)(4) items manufactured and released on 5-aug-2015. Expiration date: 2020-07-12. No anomalies were found related to the problem. To date, all items of the same lot have been sold with one similar reported event since 2017.

Event description:
5 years and 9 months after the primary surgery, the patient came in due to pain caused by aseptic loosening of the femoral stem. The stem, head and liner was revised successfully.